Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe's actuation failed, however, the aspiration was functioning, during a vitrectomy procedure. The product was replaced and the procedure was completed. There was no harm to the patient. The product sample was retained. No additional information is expected.

Manufacturer narrative:
The device history record (DHR) showed the product was released per specifications. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint was the occluded drive line which is related to an error during the manufacturing process. This defect would have rendered the device inoperable and thus eliminate any risk to the patient. An action was opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. (B)(4).